Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during oversensing. Oversensing was noted in stored electrocardiograms. No intervention was performed. The clinic would continue to monitor the issue.